Manufacturer narrative:
The device with the lens was returned in the blister tray inside the lens carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was advanced to just inside the nozzle entry area and has overridden the lens. The lens has been advanced to the far end of the lens loading area. The leading haptic is in front of the optic. The trailing haptic is folded onto the optic surface. A plunger override was observed resulting in the reported event. The root cause cannot be determined. A qualified viscoelastic was indicated. The event of plunger override with the lens still within the lens loading area may also suggest that the lens was advanced more rapidly than the dfu recommended rate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the injector as the surgeon was trying to inject the lens into the patient's eye. There was no harm to the patient and another lens was used instead. Additional information was requested.